Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed multiple unacknowledged cs 162 loss of prime warnings due to low non-zero force. During testing, the ez-prime steps were performed correctly, with no cs 162 loss of prime warnings occurring. The loss of prime issue was shown in the pump history but was not duplicated during investigation.